Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device exhibited high impedance on electrode #15, with an impedance value greater than 40000, observed on the day of surgery. Impedance testing was conducted to confirm the exact value. The surgeon cleaned and replaced the lead, and also tried the lead in the 0-7 port; however, the same high impedance results were obtained. The surgeon did not want to replace the lead. No patient complications have been reported as a result of this event.  The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.